Manufacturer narrative:
Correction: the correct catalog number is 90432; not 92133 as previously reported. This report is filed 18 apr 2014.

Event description:
Per the clinic, the patient developed an infection at the fixture site. The patient was prescribed oral antibiotics (type, dosage, date and duration not reported). Subsequently the fixture was explanted on (B)(6), 2014. The device has not been made available for analysis as of the date of this report, (B)(6), 2014

Manufacturer narrative:
(B)(4). Device is currently unavailable.